Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump's lock sensor was not working properly. No patient injury or involvement was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective the latch flex. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 01-jul-2021.